Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The forceps raiser had no function. The plastic distal end cover had leakage between the up/down/right/left knobs. There was residue/foreign material under the forceps raiser/arm. The charge-coupled device cover glue lens had discoloration. The up/down/right/left knobs had play. It was not possible to see other leakage. The corrosion under up/down/right/left knobs may have been related to the leakage. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a procedure, the bridge's wire/forceps raiser was not sufficiently taut on the evis exera ii duodenovideoscope. The intended procedure was completed with another evis exera ii duodenovideoscope. No patient harm reported. After the scope was disinfected and, in the endoscope drying cabinet (edc) for a while, the facility felt the bridge was working better than during the procedure. During the evaluation of the device, it was noted there was residue/foreign material under the forceps raiser due to insufficient cleaning. This report is to capture the reportable malfunction of residue/foreign material under the forceps raiser due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the cause could be the following: reprocessing process at facility likely differed from the instructions for use (IFU) recommendation. The facility staff was less trained in reprocessing and/or device handling according to the IFU. The forceps elevator became inoperative because the k-wire completely cut. Then foreign material was caught by the elevator. The instructions for use (IFU) states the following guidelines: reprocessing manual / chapter 1 general policy: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Reprocessing manual: 3.5 manual cleaning: brush the forceps elevator. 3.2 inspection of the endoscope.